Event description:
The customer stated that the wash zone ground strap on the architect i2000 analyzer needed to be replaced due to corrosion. Field service was dispatched. There was no report of incident or injury.

Manufacturer narrative:
(B) (4) this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.